Manufacturer narrative:
Initial 3 of 7 e1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive issue involving seven infusion sets over one week, last reported on (B)(6) 2026, as the infusion sets fell off within a few minutes. The patient resolved the issue by changing the infusion set and successfully resumed insulin delivery.